Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that spike a new bag of vasopressin when the patient was very unstable. The spike on the tubing snapped at the tip, making the tubing unusable. We had to emergently get new tubing and prime it, then disconnect the old tubing from the patient to reattach the new tubing. Fortunately, this was the pressor that was running the slowest, so there was no harm caused. But if this had been the levophed tubing, it could have been a lot worse for the patient.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.